Manufacturer narrative:
The subject device was not returned for evaluation; therefore, a root cause could not be determined. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
A veran representative was on-site when the following event occurred. The outer sheath of the triple needle brush became stretched and detatched while making passes and taking biopsies. The needle brush eventually would not come out of the sheath. The staff disposed of the instrument and they did not open another triple needle brush. The procedure was able to be completed with no delay. There was no injury to a patient or user due to the reported issue.